Event description:
It was reported that "during colonoscopy", a large snare was used to remove a polyp. The snare produced no burn. There was correct grounding, active cord and proper attachments to the snare. The snare was unable to be removed from the polyp, using multiple maneuvers by the physician. The snare was cut, left taped to the pt, and the pt was sent to (B) (6) hospital for removal".

Manufacturer narrative:
The actual device was returned and is being evaluated by the qe. This device was mfg by bard endoscopic technologies prior to the acquisition of bard by conmed corp in 09/2004. We are unable to determine the meaning of the lot code; however, the device has a 36 mo shelf life. It would have expired prior to 12/31/2007. Hence an expired device was used for this procedure. A supplemental report will be filed when the engineer's report is rec'd.